Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was failed. A field service engineer (fse) replaced the universal serial bus cable of the scanner to resolve the issue of the device. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had barcode scanner malfunction. The scanner emits a sound whenever attempting to scan, and the customer suspects a possible issue with the code. The problem has progressively worsened over time. Rss status shows online for the es station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.